Manufacturer narrative:
Upon completion of investigation, a follow up report will be filed.

Event description:
The surgeon implanted the valve but noted liquids leaked. The surgeon had to remove it and changed new one to complete. No adverse event on the patient. (During use on patient)

Manufacturer narrative:
The device was returned for evaluation at codman (B)(4). The investigation of the returned device confirm the problem reported by the customer. The lot number was cplbzw, serial number (B)(4), product code 82-3832. The position of the cam when valve was received was 50mmh2o. The valve was visually inspected; a tear/cut was noted on the housing, near the proximal connector. The valve was leak tested; the leak on the proximal connector was confirmed. Review of the history device records confirmed the valve 82-3832, lot cplbzw, was conformed to the specifications when released to stock on the 16th october, 2013. The root cause for the problem reported by the customer was probably due a sharp or pointed object coming into contact with the silicone housing as indicated in the IFU important information of the valve ¿silicone has a low cut and tear resistance¿. No corrective action is needed based on the results of the evaluation. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.